Event description:
It was reported that the mobile programmer application lost telemetry during an implant procedure and could not be reconnected. It was noted that when lead testing during interrogation of the cardiac resynchronization therapy pacemaker (crt-p), the mobile programmer application showed connection as dotted lines and electrocardiogram (ECG) was lost. Troubleshooting steps were taken to include positioning the mobile programmer base closer to the patient and turning off wireless fidelity (wi-fi) in the settings. However it was noted that when the user returned to the mobile programmer application the session had been interrupted and the application had returned back to the initial screen attempting to pair to the mobile programmer base and patient connector. Further troubleshooting steps were taken to include an attempt to pair the mobile programmer application to the patient connector and mobile programmer base, however the blue-tooth lights were off on both and a diagnostic message was displayed indicating that in order to connect to patient connector and mobile programmer base, blue-tooth must first be turned on in settings. The user checked multiple times and observed that blue-tooth was on however connection could not be re-established. It was noted that back-up pacing was available through the mobile programmer base with light flashing appropriately while attempting to re-establish the connection. The mobile programmer application was switched out which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead 479888 lead 5076-58 lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the application lost telemetry was confirmed. Analysis of the service logs found the customer comment that the application electrocardiogram (ECG) was lost was confirmed. Analysis of the service logs found the customer comment that the application had a pairing difficulty was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.